Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.

Event description:
Patient reported that the gi doctor advised her that the band was around her esophagus. The patient states that she discussed the concerns of the gi doctor with her surgeon and the surgeon informed her that he places his bands high. The patient stated that she cannot tolerate more than 5.4 ccs in her band at any given time. When the band has been filled with more than that, the fluid has to be removed within a couple of days. The patient states that she went to the ER on (B)(6) 2012 due to dehydration from vomiting. The band was completely deflated. She then received a fill in (B)(6) 2013 and tolerated it okay. The last fill was in (B)(6) 2013 and she feels that the band is too tight and she will need to have fluid removed.